Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Customer was advised proper technique when handling swabs, found in the "precautions - cue covid-19 test cartridge and cue sample wand handling" section of our IFU: if the cue covid-19 test cartridge or sample wand is dropped, cracked, or found to be damaged when opened, do not use and discard.

Event description:
Customer received a potential false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use cartridge sn (B)(4), lot 22064l, reader sn (B)(4). Customer stated they dropped the sample swab on the ground after the sample had been collected. A repeat cue covid-19 test performed on the same day provided a negative result. Customer also tested negative with an unspecified third party antigen test on an unknown date. No adverse outcomes were reported.